Event description:
"There did not exist any otitis history or other diseases. Was admitted at the hosp in 2000, after suffering from headaches and vomits. The culture of the lumbar puncture was not specific and died. The final death diagnosis was fulminant meningoencephalitis."